Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately nineteen days after implant, the patient was removed from support and expired. This patient had been admitted with cardiogenic shock and was placed on impella support. Decision was made to implant permanent support with hvad. During implant, the impella was not removed but was pulled out of the lv and left in the aorta. Due to calcification of both the ascending and descending aorta, the hvad outflow was anastomosed to the subclavian artery. One day after hvad implantation the patient had an ischemic cardiovascular accident. Hospitalization was further complicated by septic shock and thrombus in the ascending aorta. The patient was removed from pump support and subsequently expired. Investigation is ongoing.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that due to multiple complications prior to and after the implantation procedure, such as the patient suffering an ischemic cerebrovascular accident, septic shock and thrombus in the ascending aorta, the patient was removed from support and subsequently expired. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The device was not returned to the manufacturer for evaluation. The reported event could not be confirmed via log file analysis as they were inconclusive. Death, stroke, sepsis and thrombus are known potential clinical adverse events associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Based on available information, a possible root cause of the reported event is attributed to the patient's complex medical history and comorbidity. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. .